Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of under 40 mg/dl. Reportedly, the cause was the customer was overcorrecting for prior bg levels, and overestimating the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.